Event description:
This case was reported by a consumer and described the occurence of allergy in a patient who received poligrip (super poligrip free denture adhesive cream) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started poligrip. At an unknown time after starting poligrip, the patient experienced allergy, fever blister, exacerbation of esthma and allergy aggravated. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. No product is available. No corrective actions have been required based on this report.